Event description:
It was reported that the customer experienced difficulties charging the pump and received a power source alert. Reportedly, the issue resolved on its own while using the same pump charging supplies. Customer¿s blood glucose level was not impacted by the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.